Event description:
It was reported that a blood-like substance leaked out of the handpiece during the cleaning process. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, and the reported condition of the device leaking was confirmed, as evidence of a substance was found that leaked down the housing and dried. Also, there was no trace of mobil 28 found in the handpiece. Based on the investigation details, it's possible the cleaner being used was causing the mobil 28 to become thin and runny. This mixture may have been mistaken for the blood-like substance.